Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high pacing impedances, low pacing impedances, loss of capture, and high pacing thresholds.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned for analysis due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
Additional information received indicates that the physician has programmed the left ventricular (lv) lead off. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited low and high out-of-range pace impedance measurements and high thresholds. The lv sensing vector was reprogrammed and the pace impedance measurements returned to in-range values. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that the lv lead was surgically abandoned due to high thresholds, loss of capture, and suspected fracture and insulation damage. The lead was replaced with an epicardial lead. This device remains in service. No additional adverse patient effects were reported.